Event description:
It was reported that the procedure was to treat a 75% stenosed lesion in the mid right coronary artery with mild tortuosity and no calcification. During advancement of the intravascular ultrasound (ivus), resistance was met with the balance middleweight (bmw) elite guide wire. During removal of ivus, resistance was noted with the guide wire again. The ivus was able to be removed and the bmw guide wire was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning, therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances associated with this lot and a review of the complaint history did not indicate a lot-specific manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.